Event description:
Information received indicates the scale was not weighing correctly due to fluid ingress on the scale head and lockout boards.

Manufacturer narrative:
The technician replaced the scale head and lockout boards to repair the bed.